Manufacturer narrative:
(B)(4). An evaluation was conducted to investigate this issue. Since no returned materials were available for the evaluation, a retained kit of the product in question was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. The product sensitivity was also evaluated and was within manufacturing specifications. The complaint records for the lot number in question was reviewed with no issues identified related to this observation. Based on the evaluation results, it was determined that this product is performing within specifications and no product deficiency was identified. The customer was instructed to perform a second serological method for igg antibodies. When positive results are obtained with the two methods, a subsequent serum sample taken three weeks later is tested, so as to verify the presence of a positive and stable titer of anti t. Gondii igg antibodies. In case of discordant results, the customer was advised to consider the patient non immune and perform a serological follow-up during the pregnancy.

Event description:
The customer stated that one patient sample (pregnant woman) with a history of positive results for the toxoplasma igg (on a non-abbott method) generated false negative results on the axsym analyzer. No impact to patient management was reported.